Manufacturer narrative:
The lead was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited loss of capture after almost six years of implant time. A revision procedure was performed, where this lead was surgically abandoned and replaced. No adverse patient effects were reported.